Event description:
It was reported by the patient's family member that one of the patient's lead were suspected of infection and there was a question as to whether shocks from the device would cause prolonged back problems. It was also reported that the patient had spasms/ticks and wondered if it could be from use of the cell phone. It was further reported that the patient had lumbar spondylodiscitis with subsequent endocarditis and staph. The device, right ventricular (rv) and left ventricular (lv) leads were removed. Cultures were taken and antibiotic treatment was necessary. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacemaker cardio/defib 2012 (B)(6); 4193 implantable pacing lead 2009 (B)(6); 1022t competitor implantable pacing lead 1991 (B)(6). (B)(4).